Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was brushing her sons teeth with a toothbrush and he started to choke and cry. She took the toothbrush out of his mouth and the bristles were falling out.